Event description:
The lens was reported to have been inserted and removed in the same surgical procedure. A vitrectomy was performed. No further information is available, except that the surgeon felt the lens was the cause for the need of a vitrectomy.